Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode, loop broke during the resection. The issue was found during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient.

Event description:
It was reported the hf-resection electrode, loop broke during the resection. The issue was found during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report.upon review of complaint record, it was noted field b5 had a punctuation issue "[". The additional character was removed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.